Event description:
Adverse event sub acute stent thrombosis/requiring intra-aortic balloon pump (iabp). Onset of adverse event: after the procedure. Device issue: none. It was reported that the pt presented with acute myocardial infarction. After pre-dilatation, a 3.0 x 28 mm xience v was implanted in mid right coronary artery (rca) and post-dilatation was performed. It was confirmed that stent was implanted with no issue by intra-vascular ultrasound (ivus), then the guide wire was removed from anatomy. The thrombosis was confirmed during the final confirmation by angiography, so an iabp was inserted in the pt. An angiography was performed the next day and it was confirmed that the thrombosis had disappeared so, the iabp was removed from pt. No additional event or pt info was available.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the pt presented with an acute myocardial infarction (ami). It should be noted that the IFU states that use of the xience v sds is contraindicated in pts who had recent acute myocardial infarction (ami) or who have not normalized the cardiac enzyme levels after ami.